Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 2009. (B)(4).

Event description:
It was reported that they were supraventricular tachycardia (svt) episodes that were recorded in the implantable cardioverter defibrilator (ICD) but not displayed on the quick look screen. The device remains in use. No patient complications have been reported asa result of this event.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.